Manufacturer narrative:
Updated data: b5. A second paragraph was added. E. Initial reporter information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading of the valve with the deliv sys d-evolutfx-2329, the delivery catheter system (dcs) was difficult to close and was buckling at the tab end. The patient was not involved with this part of the procedure. A new delivery system was opened and used for implant. Additional information was received to report the buckling occurred at the "paddle end" of the dcs.

Event description:
It was reported that during the loading of the valve with the deliv sys d-evolutfx-2329, the delivery catheter was difficult to close and was buckling at the tab end. The patient was not involved with this part of the procedure. A new delivery system was opened and used for implant

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.